Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was intermittently rebooting itself when the patient had the pump suspended while showering. The reporter denied damage to the battery cap but stated that the battery cap was starting to wear down and that it was last changed 7 to 12 months ago. The user guide recommends that the battery cap be changed every 6 months. The reporter denied damage and cracks to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/14/2014 with the following findings: unexplained power reset events were observed in the black box. There were no cracks observed and no moisture in the battery compartment or on the battery cap. The threads on both the compartment and cap were observed to be intact. The battery cap was able to be tightened with some difficulty to where the yellow o-ring was not visible, due to a worn coin slot in the battery cap. No power loss was observed with one full turn of the battery cap. The battery cap height and width measurements were within specifications. The pump was opened and removed from the case and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.